Event description:
Information was received from the site that the patient returned to clinic to have the driveline reassessed. A previous driveline sheath "dam repair" was assessed. When the top suture was removed, fluid/blood was noted to be higher up in the driveline. The manufacturer's representative also assessed the situation. The site admitted the patient for observation and was instructed to reapply the dam to the driveline. No alarms were noted related to the event. The site did a temporary repair. A driveline repair was performed per manufacturer's procedure by a manufacturer engineer the next day at an inpatient setting at which time blood was noted between inner lumen and outer sheath. No nicks were encountered around the exit site. Red blood-like material was travelling down the driveline up to approximately nine (9) inches from exit site. The patient was made aware that the repair would be done on the non-sterile portion and may continue to get blood in driveline above dam. The pump was not stopped during repair procedure. There were no additional events during the time the patient was under observation.

Manufacturer narrative:
The driveline remains implanted and therefore is not available for return to the manufacturer. The heartware vad is used for treatment not diagnosis. The driveline was not returned as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of images taken during the servicing procedure. It was stated in the initial complaint that a slit, or cut, was noted near the exit site of the driveline. Applicable risk documentation and experience with events of similar circumstances were considered; events with blood in the driveline are most often attributed to inadvertent damages that occur during implant or re-operation procedures. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of blood in the driveline is a tear incurred during implant and/or re-operation procedures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use includes cautions pertaining to prevention of damage to the driveline during the implant procedure. The patient manual instructs to call the doctor if blood or fluid is noted in the driveline as this may indicate that damage may have occurred to an area of the driveline during implantation or during another operation. The driveline has built in features that minimize the effect of blood or fluid entering it, so the hvad® pump should continue to operate normally. However, your doctor should examine the driveline to fully evaluate the situation. Both the instructions for use and patient manual caution to always examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.